Manufacturer narrative:
A ge hc local field team was dispatched to the customer site to obtain scan specific info and investigate the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, pt air cooling plus the mr scanner error log). Surface coils/accessories: (surface coil/ECG checks). System / image quality: (system level testing to check for system failures). Pt monitoring: (pt alarm and rf safety monitor checks). Visual inspection and the test results for the system showed no issues that caused or contributed to the burn. The system was determined to be functioning within specifications. Details of the event could not be obtained from the customer despite ge healthcare's multiple attempts to obtain additional info. A review by ge healthcare's clinical specialist indicated that electrodes placed on a pt utilize a conductive gel in order to improve signal generated by the scanner being used. It is unk if the electrodes on the pt are mr-safe, but the system's operator manual instructs user to only use mr-safe electrodes in the mr environment. Should additional pertinent info become available, a supplemental report will be filed.

Event description:
It was reported that a pt sustained third degree burns to her chest during an MRI exam of the abdomen. Prior to the exam, the pt was in the telemetry unit wearing electrodes on her chest. The pt was then transferred to the MRI room for the exam. The electrodes were neither removed prior to the room transfer nor before the pt's placement into the MRI scanner. No additional info is available.